Event description:
It was reported that the balloon burst. Vascular access was obtained via femoral artery. The target lesion was located in the visceral area. An occlusion balloon catheter was selected for use. During the procedure, the balloon was advanced through an 8f sheath to occlude the vessel. However, it burst upon first inflation at 10atm within 30 seconds. The device was removed along with the wire assembly and completed the procedure with another of same device. No complications reported and patient was stable post procedure.